Manufacturer narrative:
Correction: additional information: correction: ¿ it was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags was leaking from the middle port. This was identified prior to patients use. There was no patient involvement. No additional information is available.